Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a collet and eject sleeve contaminated with plasma in the problem area of the pipetter assembly. The fse cleaned collets, eject sleeves and compression springs with alcohol and applied contact enhancer to 2-pole lld cable connections. The instrument was inspected, tested without further problem, and returned to service.